Event description:
Ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/6/2015. After review of the records for MDR reportability, the ppd alleges infection and the medical records indicate the patient was revised on (B)(6) 2010 for infection and all implants were removed and spacers were placed. The srom stem has already been reported on (B)(4) . It should be noted the patient was revised again on (B)(6) 2012 for chronic infection and prostalac was placed. The date of reimplantation from first infection is unknown and it is unknown if depuy products were implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.